Event description:
Customer reported receiving sensor error and calibration alerts. Customer stated that he was driving when he received the sensor error alert and that the alarm occurred during the initialization period. He stated that the sensor appeared to be fully inserted and flat against the skin. Customer stated that there was no entry of incorrect blood glucose information or a delayed entry. Customer later experienced sensor error alerts after the initialization period was over. He was unable to upload his data to carelink. A test plug procedure was run and was not completed due to the transmitter not charging properly. The blood glucose reading was 132 mg/dl. Nothing further was reported.

Manufacturer narrative:
Inspected three opened and used sensors and performed bicarbonate buffer test. One of three failed due to high readings two remaining sensors passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.